Event description:
The customer contact reported air in the tubing distal to the device with no device alarm. The device was returned to the biomedical engineering department with an unsigned note stating, "air in line not alerting, bypassed sensor." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, the device alarmed with n251 (cassette failure), which was unable to be cleared. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.